Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on the provided data, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable ion selective electrode (ise) sodium result for one patient sample. The initial result was 129 mmol/l. The sample was repeated on the same analyzer on (B)(6) 2014 and the result was 141 mmol/l. The sample was sent to a reference laboratory on (B)(6) 2014 and the result was 146 mmol/l. All of the results were reported outside the laboratory. The repeat result was believed to be correct. A corrected report with the result of 141 mmol/l was sent. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative could not determine a cause. He ran precision studies for both analyzers at the site. Both analyzers were found to be running identically, with all results well within range. Quality control was run and was successful. Controls were ordered for the customer and the customer was instructed to run these for a few days. The field service representative made a follow up visit and the customer stated they were happy with their current recovery. The customer ran successful quality controls and patient samples.